Event description:
On 3/15/2002, co learned the following: according to the physician, the leakage was seen as more unusual and not as a problem. When the clamps were removed the graft oozed blood from its walls (body of the graft, not suture-line). A swab was placed on the graft, which then became blood-tight within 1 to 2 minutes.

Event description:
The physician claims that the graft was implanted for a peripheral arteriosclerosis procedure and during the procedure it leaked approximately 500ml of blood through its walls. The duration of the leakage is unknown at this time. The leakage was eventually stopped by the application of pressure. The graft was left in. The clinical outcome of the procedure was successful. The patient is recovering. The patient was given an extra transfusion.